Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Clinic notes dated (B)(6) 2014 were received which indicate the patient has been having a few more seizures recently, so the physician decided to increase the vimpat medications to see how the patient tolerates this. The patient's other medications will continue to be the same. The patient is awaiting a CT scan to look at the kidneys to see if there is any evidence of lesions that imply a specific therapy for tuberous sclerosis worth considering, which may indirectly help with the seizure control. Notes dated (B)(6) 2013 indicated that the patient was doing fair with seizures, although he was still having them, maybe a little more than last time. However, the patient looked stable and particularly calm and collected. There was mention of interest in giving the patient medication for tubular sclerosis if he has a renal lesion. On (B)(6) 2013, the patient was seen and clinic notes indicate that the patient was doing better with only three seizures in the last six weeks, including one experienced in the office that day. A review of the patient's vns programming history found the last diagnostics performed on (B)(6) 2010 were within normal limits. The patient was scheduled for a vns battery replacement on (B)(6) 2014; however, high impedance was found, so a revision was performed. The caregiver that accompanied the patient stated that the patient's seizures got much worse a few months ago. Both the vns lead and generator were replaced. Attempts for additional information have been unsuccessful.